Event description:
During the device evaluation of the duodenovideoscope, there was a gap found in the adhesive area between the z-block and the distal end. Additionally, the adhesive around objective lens were observed to be worn. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.